Manufacturer narrative:
The lot / serial number is unknown. A review of the manufacturing records for the device could not be completed. Further information was requested.

Event description:
In (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(4) 2013, the gore excluder aaa endoprosthesis featuring the c3 delivery system device migrated 12 mm distal from the left renal artery. It was also reported, the right internal artery is patent and the patient has a type ii endoleak. The physician is monitoring the patient. No further adverse events were reported. Further information was requested.